Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.

Event description:
Customer reported, during a bronchoscope procedure, "black" pieces came off the broncocath and went into the patient. Customer reported they extubated and reintubated the patient to retrieve the pieces from the patient. Customer confirmed that no additional harm to the patient.